Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon analysis of the lead, dislodgement of the ra lead was observed. Lead was repositioned. Upon rechecking dislodgement of the lead was observed again. Lead was explanted and a new lead was implanted. Patient was stable throughout procedure.